Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the patient experienced shoulder pain. X ray findings showed unsupported baseplate with one broken peripheral screw. The patient had a rev-ii baseplate and a previously implanted ascend flex stem, which resulted in bone resorption and proximal humerus bone loss.

Event description:
It was reported that the patient experienced shoulder pain. X ray findings showed unsupported baseplate with one broken peripheral screw. The patient had a rev-ii baseplate and a previously implanted ascend flex stem, which resulted in bone resorption and proximal humerus bone loss.

Manufacturer narrative:
The reported event was not confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event (patient data, x-rays, clinical reports ...) As well as the affected device (lot number) must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.